Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate therapies due to a suspected right ventricular (rv) lead fracture. The rv lead exhibited undefined high pacing impedance and oversensing as sensing integrity counter (sic) was high. Reprogramming was performed, and the rv lead was cut below the bifurcation, partially explanted, and replaced. No further patient complications have been reported as a result of this event.